Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump requested a change battery now and the battery of the insulin pump had to be changed every ten minutes. Troubleshooting was performed and found that the customer received a low battery alert prior to the replace battery alert, or replace battery now alarm. It was found that was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will continue using the insulin pump by inserting a new battery until the replacement arrived. The pump will be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing serial number label, cracked middle (enter) keypad button, scratched keypad overlay, pillowing keypad overlay. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The unit was received with a battery cap inserted into the reservoir compartment. The contacts were properly attached, and the weld spots holding the metal contact in place were still intact. Unit passed displacement, sleep current measurement and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 104=low battery occurred (B)(6) 2023 04:01:00, (B)(6) 2023 06:07:00, & (B)(6) 2023 19:04:00--these alerts are within the expected interval of 2 weeks of one another; 58=failed battery test occurred on (B)(6) 2023 @ 14:58:29 & 14:58:48; 73=change battery occurred (B)(6) 2023 18:00:00, (B)(6) 2023 00:21:00 & 16:00:00, & (B)(6) 2023 00:00:00. Although the adapt tool does list pump errors 53 and 4 both of which could potentially trigger a critical pump error, they occur a month before the event date. The case was cut open. After visual inspection, there are signs of previous moisture presence inside the battery compartment particularly on the battery spring. Did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of frequent battery changes was not confirmed during testing. Due to the previous moisture presence inside the battery compartment, the unit does not meet specs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.